Event description:
A customer reported encountering tandem mobi cartridge alarm 34 on two separate cartridges, with the incidents occurring on december 17 and december 18, 2025. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the alarm issue and arranged to send a replacement pump, as it was still under warranty. The customer was instructed to use multiple daily injections as a backup insulin therapy and was advised on steps to return the problematic pump to tandem. They were also informed about the necessary procedures to program their settings into the replacement pump and connect their continuous glucose monitor. The customer understood the instructions provided.